Manufacturer narrative:
The device history record for the reported lot number, 30215783, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 05-apr-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical received a single report that referenced three different incidences, which were associated with separate units, involving three different events. This is the third of three reports. Refer to 8030647-2023-00013 for the first event. Refer to 8030647-2023-00014 for the second event. It was reported "a break in the plastic sheath covering [the] inline ballard suction catheter result[ed] in loss of ventilator pressure to the infant." There was no reported injury. Additional information received 17-jan-2023 stated the catheter failed as the clinicians were attaching it to the respiratory circuit. The "infant was receiving respiratory support: servou [brand of mechanical ventilator] ett (endotracheal tube) CPAP (continuous positive airway pressure) with pressure support breaths. Back up rate of 30 with 10 sec delay, bur (back-up rate) 30, peep 7, ps of 12 (hitting pips [peak airway pressure's] of 19-20) fio2 (fraction of inspired oxygen), 21. When catheter failed, it was immediately removed from the circuit restoring pressures. Brief increase in fio2 no other decompensation. No harm to infant. Infant remains stable, intubated in the nicu (neonatal intensive care unit).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 01-feb-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.